Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The device longevity was three and a half year during routine follow-up; however, battery has dropped down to nine months remaining in the recent check. Moreover, the data was requested for to be checked. To date, this device remains in service. No adverse patient effects were reported. Based on the additional information received indicating that the device is not malfunctioning and has been implanted about projected longevity of the product. The battery usage is stable, and battery has sufficient reserve by battery voltage. However, because actual battery voltage is higher than expected voltage from battery usage, the blended capacity will alternate between a low depth of depletion and high depth of depletion resulting an oscillating longevity result. Hence, the event has been deemed non-reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion (pbd). The device longevity was three and a half year during routine follow-up; however, battery has dropped down to nine months remaining in the recent check. Moreover, the data was requested for to be checked. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.